Event description:
It was reported that bleeding and cardiac arrest occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was then successfully implanted in the laa. Approximately 15 to 20 minutes post implant, the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed in response to the cardiac arrest. After return of spontaneous circulation (rosc), transesophageal echocardiography (tee) and x-ray imaging was used to assess the closure device and heart. The closure device was successfully placed and there was no pericardial effusion or other findings around the heart. The patient then went back into cardiac arrest and CPR was again performed. After rosc, the closure device was still in place, and there was again no pericardial effusion or other findings around the heart. Bleeding in the abdomen was identified, and the abdomen was tapped. The patient then became stable and was transferred to the intensive care unit (ICU). No further information on the patient status could be provided.